Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se with a 6fr sheath, after a diagnostic procedure. Reportedly, before entering the skin, the clip delivery tube stopped approximately 1 inch past the sheath hub and could not be advanced. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned without having the clip-firing mechanism activated to fire the clip and the returned condition confirmed the reported failure to advance the delivery tubeset. Based on visual analysis of the returned device, the probable cause for the flex-guide carving and detaching at the proximal end is related to the operational during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.